Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was receiving 100 ml of a vyepti infusion, started at 11:23 at a rate of 200ml/hr and that the bag was overfilled to 111 ml, with total infusion time of 30 minutes. At approximately 11:53, the pump module alarmed for "infusion complete". Upon inspection it was found that the pump module did not stop for air in line and had allowed a 21 inch segment of air to the tubing past the air-in-line sensor and clamp. The remaining medication was not able to be flushed to patient. It was noted that the pump was at heart level, and the bag was at least 20 inches above the pump. There was patient involvement but no harm. Per third party testing, they found no problem with the devices.